Manufacturer narrative:
(B)(4). Photo evaluation of the device confirmed a malformed reservoir. The cause was determined to be a manufacturing defect. No other observation was provided by the customer. The manufacturing facility installed a new extruder and equipment was fixed to reduce the occurrence of this type of defect. In addition, based on a sampling plan, all lots undergo a functional test where units are filled with dextrose and inspected for this type of defect. The batch records showed no defects were observed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information become available and/or upon completion of baxter?s investigation, a follow-up report will be submitted.

Event description:
Baxter (B)(4) reported during an infusion, the reservoir of the infusor became malformed and the flow of the medication had stopped. The patient then began feeling pain, so the medication infusion was discontinued and an oral drug was used instead.